Event description:
Per the clinic, the patient experienced soft tissue breakdown and wound dehiscence at implant site, exposing the implant (specific date not reported). The patient underwent a revision surgery to clean the wound on (B)(6) 2023. The patient also developed an infection at implant site and subsequently was treated with topical antibiotics for seven days (specific date reported), however, the issue did not resolve. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 under general anesthesia. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.